Manufacturer narrative:
It was reported that the error, "oxygen not available" (diagnostic code 1208), had occurred. Per good faith effort (gfe) response received 18sep2024, the customer cancelled service as it was no longer needed. No further work performed by philips. Per good faith effort (gfe) response received 18sep2024, the customer cancelled service as it was no longer needed. No further work performed by philips. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the error, "oxygen not available" (diagnostic code 1208), had occurred. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. It was reported that the error, "oxygen not available" (diagnostic code 1208), had occurred. The investigation is ongoing.